Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of rectum resection in a laparoscopic proctectomy, they set the powered stapling device and the cartridge. They checked the jaws and display screen with no problem. The surgeon started the firing; however, the knife stopped on the halfway. They pushed the center control button again; however, the knife did not advance. The display screen showed '0'. Replaced by a new cartridge and the firing were completed with no problem. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.